Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. A supply change was performed/customer reloaded the cartridge to address the issue. There was no reported adverse impact to customer's blood glucose level.